Manufacturer narrative:
(B)(4). Date of event: date of event is (B)(6) 2020. Event day was not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequence? If yes, please describe.

Event description:
It was reported that during a laparoscopic cholecystectomy, while using the ligamax, five clips were not closing sufficiently to cause ligation of the cystic artery. A new unit from the same batch was opened and worked. This caused a time delay and the use of multiple clips. Patient consequence was not reported.